Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in inappropriate shocks and anti-tachycardia pacing (atp). There was also evidence of high thresholds. Surgical intervention was performed and a competitor¿s right ventricular (rv) lead was capped. This device remains in service. No adverse patient effects were reported.